Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained low blood glucose levels for a day. The blood glucose reading was 48 mg/dl, which was treated with food. The customer did not observe any symptoms of low blood glucose and was not admitted as an inpatient for medical treatment. Upon inspection, all programming seemed correct, and the reservoir showed the same amount of insulin as was shown on the display screen. The customer noted that he had just connected to the insulin pump and had given himself insulin via manual injection previously. He was unable to perform the displacement test due to lack of supplies. He was advised to consult with his doctor regarding low blood glucose and monitor the device. The most recent blood glucose reading was 174 mg/dl. Nothing further reported.